Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m a tube was discovered to be cracked and foreign matter was on cap. The following information was provided by the initial reporter, translated from (B)(6) to english: the following issues were found in tubes (364305) from lot 0289279: damaged tube ×1, dirty cap ×1.

Event description:
It was reported that prior to use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m a tube was discovered to be cracked and foreign matter was on cap. The following information was provided by the initial reporter, translated from japanese to english: the following issues were found in tubes (364305) from lot: 0289279: damaged tube ×1, dirty cap ×1.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: bd received 2 samples from the customer for investigation. A photo of the samples was taken and provided to the manufacturing site for investigation. The photo was reviewed and does show the customer¿s indicated failure mode of ¿damaged¿ as a scratch is visual on the tube wall but does not show the dirty cap. Upon evaluation of the customer¿s photo there is a scratch on the outer wall of the tube. This is most likely caused by the tube becoming scratched somewhere in the production line, possibly while the tube was being molded, while being placed into the batch trays, or during the labeling operation. No dirty cap can be seen in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.